Event description:
The patient¿s pump malfunctioned in the past and the patient had similar symptoms to those reported in manufacturer¿s report # 30042 09178-2014-18356. The patient symptoms, devices, interventions, outcome, and drug in the pump at the time of this event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).